Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified no openings were found in the device and flat creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: there were no observations found related with the complaint reported by the physician.